Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that an (B)(6) year old female patient underwent a left transcarotid revascularization procedure on (B)(6) 2019. Fluoroscopy spot check showed that the .035 j wire was less than 1cm distal to the dialator. Attempts to advance the .035 wire were made, however, these were unsuccessful. The 8f sheath, dialator, and .035 wire were removed. The pre-sutured access site was closed. A dissection was observed after an attempt to advance the 8f sheath was made. The physician converted to a carotid endarterectomy (cea) due to an inability to find the true lumen secondary to dissection. The patient tolerated cea and is stable at this time. No additional details were provided.